Event description:
It was reported the procedure was to treat a moderately calcified lesion in the left tibial artery. The ht command 18 st guide wire was used in the patient however the polymer coating was coming apart from the wire. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent interaction with the moderately calcified anatomy and/or other devices resulted in the reported peeled polymer; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the left tibial artery. The ht command 18 st guide wire was used in the patient however the polymer coating was coming apart from the wire. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.